Manufacturer narrative:
(B)(4). Batch number: p58u3c. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the returned pse45a was opened by doctor for a vats lobectomy case. The device was used normally for 3 fires in the case. Upon the 4th firing on parenchyma tissue, the stapler has completely fired. However on the process of blade returning, the blade was stuck. Surgeon attempted reverse button but failed. Surgeon then proceed to manual override and successfully released the device. The stapler was then discarded and returned with the reload used in that firing.